Event description:
It was reported there was a communication problem. The patient stated her healthcare provider (hcp) was repositioning the implantable neurostimulator (ins) because, it was causing her pain. She was bigger when the ins was placed due to steroids. She lost the weight and the ins was really close to the skin. When asked what came up on the recharger screen the patient described the reposition antenna screen. The patient was able to use the patient programmer (pp) to communicate with the ins and she saw 130 and 250 on the screen. It was noted that the patient had 2 implantable neurostimulator rechargers and both couldn¿t communicate with the ins in her right buttock. The patient tried again and reported seeing the normal recharge screen but no coupling bars were black. The antenna locate feature was used and the patient was able to get 38 but nothing higher. The patient tried to charge again but there was no coupling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s indication for use included non-malignant pain, chronic low back pain, and spinal pain. No further complications were reported or anticipated.